Event description:
It was reported that this insertable cardiac monitor (icm) monitoring was disable due to icm being at end of service (eos). It was indicated that device replacement is needed to continue monitoring and return original icm for analysis. The icm remains in service. No adverse patient effects were reported.